Event description:
Customer alleges she was driving unit in her backyard and drove over a small bump in the grass when her left foot fell off the footrest resulting in injury.

Manufacturer narrative:
Device not available for evaluation. Will submit a follow-up investigation report should the device become available.